Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the medical event occurred is unknown. The date listed in date of event field is the date when abbott diabetes care became aware of the event. The serial number provided contains and extra character therefore the date of manufacture cannot be determined at this time. The date entered in device MFR date section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving lower readings on their adc blood glucose meter when compared to readings received on hospital/healthcare meters. It was further reported that on an unspecified date/time the following readings comparisons were done: adc meter: 173 mg/dl vs ¿health desk¿ meter: 320 mg/dl, adc: 220 mg/dl vs hospital: 270 mg/dl, adc: 120 vs hospital: 318 mg/dl and adc: 135 mg/dl vs hospital: 289 mg/dl. It is unknown how much time may have elapsed between the various readings comparisons. Customer noted experiencing ¿dizziness, dry throat, very strong headache and drinking a lot of water¿. Customer reported being admitted to the hospital and treated with unspecified amounts of insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. (Outcomes attributed to ae ) was not documented in the MDR 30 day follow up #1 report.

Event description:
Customer reported receiving lower readings on their adc blood glucose meter when compared to readings received on hospital/healthcare meters. It was further reported that on an unspecified date/time the following readings comparisons were done: adc meter: 173 mg/dl vs ¿health desk¿ meter: 320 mg/dl, adc: 220 mg/dl vs hospital: 270 mg/dl, adc: 120 vs hospital: 318 mg/dl and adc: 135 mg/dl vs hospital: 289 mg/dl. It is unknown how much time may have elapsed between the various readings comparisons. Customer noted experiencing ¿dizziness, dry throat, very strong headache and drinking a lot of water¿. Customer reported being admitted to the hospital and treated with unspecified amounts of insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint and a valid serial/lot number was not provided. Dhrs have been reviewed for all precision strips within expiration at the time of complaint and the DHR review showed no there were no deviations from the validated manufacturing process and no issues were identified. A review of neo meters and precision strips was conducted and there were no deviations or abnormalities which could have caused the complaint.

Event description:
Customer reported receiving lower readings on their adc blood glucose meter when compared to readings received on hospital/healthcare meters. It was further reported that on an unspecified date/time the following readings comparisons were done: adc meter: 173 mg/dl vs ¿health desk¿ meter: 320 mg/dl, adc: 220 mg/dl vs hospital: 270 mg/dl, adc: 120 vs hospital: 318 mg/dl and adc: 135 mg/dl vs hospital: 289 mg/dl. It is unknown how much time may have elapsed between the various readings comparisons. Customer noted experiencing ¿dizziness, dry throat, very strong headache and drinking a lot of water¿. Customer reported being admitted to the hospital and treated with unspecified amounts of insulin. There was no report of death or permanent injury associated with this event.